Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience infection of the colon. The patient did receive medical intervention in the form of hospitalization and was prescribed antibiotics. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.